Event description:
It was reported that the colonovideoscope had vertical lines on the screen. The issue was found during a colonoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.